Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient claims that they called into product support and was told that they could put the pod on their calf. They developed cellulitis near the pod site. They were sent to the emergency room for treatment.